Event description:
It was reported that the patient was unable to adjust stimulation. The icons described by the reporter indicated that the therapy was turned off. Once the device was turned on, the patient confirmed that she could feel stimulation. It was noted that the patient had a stress test at the beginning of (B)(6) 2012. The reporter stated that symptoms returned in (B)(6) 2012. It was further noted that the device was not turned off. The reporter stated, the patient was on program #4, but felt discomfort in her leg, so therapy was changed to program #3. Then, the caller stated device went back to program #4 "by itself." The device was then powered off. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID, 3093-28 lot# va013mh, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).